Event description:
Clinician reports that the implantation of a dental implant in site 44 took place on (B)(6) 2012, with simultaneous ridge augmentation with bone ceramic and membrane membragel. The clinician reports that the infection occurred in (B)(6) 2012 (exact date is not reported). The gingiva was not sutured over the membrane. The implant in site 46 is osseointegrated.

Manufacturer narrative:
Catalog #070.101, membragel, package insert instructions for use state "treatment outcome is dependent on operative technique and patient response. As with any surgical procedure, infection is a risk. Use sterile intra-operative technique. Do not use at infected sites." Catalog #070.101, membragel, package insert instructions for use state, "the following complications are common with the surgical intervention with barrier membranes and therefore may not be totally excluded: soft tissue dehiscence, hematoma, pain, inflammation, increased sensitivity and redness."